Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the event log. Functional testing and visual inspection were performed on the pump. The reported "cartridge would not fill tubing" issue was unable to be duplicated. The pump passed all tests. There was no issue found with the pump after further testing.

Event description:
Reported a smiths medical cadd-ms 3 pump sn (B)(4) cartridge failure, as loading cassette was functioning ,however was not filling tubing. This same cartridge was used in back up pump without malfunction. Incident occurred while in patient use with no injury or adverse event to user, as back up pump was readily available to treat pulmonary arterial hypertension.